Event description:
Surgical mesh pop repair - vaginal. Mesh moved post op attaching to outside vaginal opening causing severe pain. Second surgery necessary to repair mesh (B)(6) 2007. ER visit (B)(6) 2009 severe lower back pain and vaginal bleeding. I am certain now the mesh tearing on this date was the actual cause of my need for medical attention and the ER visit. The symptoms were severe pain; I could place my finger on in the lower back and concentrated bleeding from vagina. Doctors could only speculate possible passage of kidney stone. ER urinalysis done twice showed no blood in urine. Was given pain med and discharged. Extensive follow up testing by doctors at the (B)(6) showed nothing abnormal. Gynecological follow up on add'l vaginal bleeding. Was assured problem was not gynecological. I've continued to experience periods of severe lower back pain on my lower left side and intermittent vaginal bleeding since (B)(6) 2009. Complete hysterectomy 1993 so no other cause for vaginal bleeding except mesh.